Event description:
The following describes a problem experienced with eight different deltec cadd-prizm pcs infusion pumps at the facility. The problem occurred when pts on deltec cadd-prizm pcs infusion pumps attempted to give themselves a demand dose of medication after 2359 on 12/31/98. The continuous infusion of the med continued with no problem, but the demand dosing did not work. Upon examination by the IV nurse, it was found that the clocks in the pumps had gone to 1/1/98 versus 1/1/99. When the internal clocks and dates were changed in the pumps they worked with no problems, both with the continuous infusions and the demand dosing. Two of the eight pumps were returned to the MFR for testing. The sims deltec technicians verified the reported occurrence. It was reported to the facility that when the technicians inspected the event logs they found the internal clock dates went from 12/31/98 to 1/1/98. Upon their further investigation, it was found that under very specific circumstances the software causes the year portion of the date to be incorrectly updated. This problem can only occur if the pumps are not powered up between 1/1 and 3/1 of even years and then the problem will appear on 1/1 of odd years. If the pump is powered up any time during 1/1/ through 3/1/ period of even years, there will be no problem and the likelihood of experiencing this problem is remote. Sim deltec reported that a correction of the software was made and implemented on the pumps.